Event description:
It was reported that after a device implant, after the pocket had been closed on the patient, there was a rise to high impedance, noise and oversensing on the atrial and df4 pins. The device pocket was re-opened and it was found that the device setscrews had "settled" into the port of the implantable cardioverter defibrillator (ICD), thus preventing complete pin insertion. The pocket was reopened, the pins were removed, the setscrew backed out and pins reinserted with no further problems. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.